Event description:
A doctor alleged that 5 patients experienced 'cracked' emax crowns after placement with breeze self etch cement. This is the fourth of 5 reports.

Manufacturer narrative:
The patient notified the doctor that their crown had 'cracked', and the follow up appointment for the removal of the crown will be scheduled. Patient specifics with regard to gender and age were not provided by the doctor. The doctor was advised that using breeze self etch cement on ceramic restorations is contraindicated for use with ceramic restorations as stated in the 'instructions for use'. The product involved in the alleged incident was not returned and no lot number was provided; therefore, no evaluation can be conducted.